Manufacturer narrative:
H6: patient code 1: corrected code. Device code 1: corrected code.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2019, this patient underwent endovascular treatment for aneurysms of the right common and internal iliac arteries and was therefore treated with gore® excluder® iliac branch endoprostheses outside the instructions for use. A gore® excluder® iliac branch component ceb231410 and a gore® excluder® internal iliac component hgb161407 had been implanted at the intended locations when the ceb component got caught on a gore® dry seal flex introducer sheath dsf (12/45) and was dislodged towards distal during the placement of a second hgb161407 component. This led to a type 1a endoleak and it was decided to conclude the procedure with the endoleak remaining. On (B)(6) 2019, a reintervention was performed to repair the type 1a endoleak. The patient tolerated the procedure.